Event description:
It was reported that the down arrow is not always responding. It was reported that the patient swims with pump and the keypad is intact but worn.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.